Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing erratic blood glucose of 30-430 mg/dl from (B) (6) 2010-(B) (6) 2010. He believes the infusion device delivers insulin inaccurately and he believes the up and down buttons do not work properly. He stated his blood glucose was better after switching to his backup infusion device. His normal blood glucose range is 80-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.